Event description:
Complainant alleged that the physician was conducting an elective cardioversion on a male pt (age unknown), and was using the device with stat padz multi-function electrodes (date code unknown). When the doctor administered the shock (joule setting unknown) to the pt, he observed an arc occurring from under the bed sheet. The physician indicated that there was no adverse effect on the pt as a result of the reported malfunction. The pt was successfully cardioverted.